Manufacturer narrative:
(B)(4). Batch # t92l3z . A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic anterior resection, scissoring occurred when the device was used on the proximal end of the inferior mesenteric artery. The same event occurred 3 times in a row. The clip was formed as intended when a nurse fired the device outside the patient for functionality before the event. When the device was fired outside the patient for functionality after the event, scissoring occurred intermittently. A nurse commented that the nurse paid attention not to damage the jaws when taking the device from the package. Another device was used to complete the case. The lot number of the device which was used to complete the case was same as the device in complaint. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the er320 device was returned and upon inspection the jaws were found to be in a misaligned condition, with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found to be misaligned (and yielded). In addition, the tyvek was returned along with the instrument and two scissored clips were received inside of a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed 10 scissor clips due to the misaligned condition of the jaws. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the condition found may be if the device is closed over an existing hard object, or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.